Manufacturer narrative:
E1: name: (B)(6) street: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced occlusion issue which leads to high bg and ketones and admitted to the emergency room due to high bg and treated via intravenous insulin. On (B)(6) 2026.